Event description:
The dr had used the switch on the conmed pencil about three times and then it stayed activated no mater whether the switch was off or on. This caused a minor burn at the skin line where they were closing the incision. The procedure was a neck mass.